Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Attempts were made to obtain additional information regarding the nature of infection but were unsuccessful. Cultures of the site were taken but results of the cultures were unknown. No adverse effects were reported. All available information indicates that the product was explanted.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Attempts were made to obtain additional information regarding the nature of infection but were unsuccessful. Cultures of the site were taken but results of the cultures were unknown. No additional adverse effects were reported. All available information indicates that the product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.